Event description:
It was reported that during an implant procedure, the lead used exhibited high pacing impedance, inadequate capture, r wave amplitude variation, and operation issue. The lead was not used and another lead was used to complete the procedure. No patient consequences were reported.